Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during normal use. The customer stated that the alarm had occurred about 5 to 6 days prior to the call. The blood glucose reading was 116 mg/dl. No significant events leading to the alarm were observed. The customer stated that the insulin pump had worked fine until the day of the call, when he reported a squealing noise coming from the device. He also stated that the device was now frozen. He noted that he changed the battery upon observing the noise, which caused the device to prompt him to reset the time and date. He was unable to do so due to the frozen device. Advised replacement of the insulin pump. Nothing further reported.